Event description:
It was reported that while preparing for surgery, it was noted that the packaging of two blades were perforated. It was also reported that the blades were not used on a pt and the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The devices subject to this investigation were returned to the MFR for eval. It was confirmed that the packaging was perforated for the two devices. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "do not use if package is damaged." The investigation concluded that the packaging damage is consistent with mis-handling and potentially the product being dropped from a significant height.